Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 50mg/dl at the time of incident. During troubleshooting, it was found that the display returned. Customer was advised that a new replacement battery cap would be sent to them and to call back to further troubleshoot if necessary. Customer declined to troubleshoot for low blood glucose. No further details were given.